Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Left fork is bent, right caster bearing is loose, both left and right wheels are wobbling.